Event description:
Pt called lfs in 2003 alleging they were unable to test their blood sugar because the test would not start on their meter after applying the blood. The pt reported no high or low blood sugar symptoms while attempting to test. The issue was not resolved with troubleshooting. No further info has been reported.